Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that the insulin pump was not functional. Customer reported they were unable to rewind the insulin pump. Customer stated the piston did not go down during the rewind process. It was found the customer was able to rewind the insulin pump after changing the battery. However, customer reported receiving a low reservoir alarm when no reservoir was in the insulin pump. The customer's blood glucose was 170 mg/dl. The customer declined to return the insulin pump for analysis.